Manufacturer narrative:
A device history record (DHR) review did not show issues related to complaint. From the picture it was observed that "package torn / damaged from one corner". No other defects were observed. From the picture it was observed "package torn / damaged from one corner", the complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available. However, the manufacturer will continue to monitor and trend relating complaints.

Event description:
The event is reported as: inspection report alleges: "package torn - there is an actual break." No patient injury reported.